Event description:
It was reported by service report that the power cord had a broken power prong resulting in the bed having no power, and the motion interrupt pan was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged power cord with broken power prong. Missing motion interrupt pan.